Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The spinal pain patient reported their pain stim was ¿not working¿ and that they kept getting an error message that indicated ¿cannot continue please call.¿ no further event information was reported; no complications were reported or anticipated.